Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) would not turn on at times, the fan was loud, and the machine felt hot at times. It was subsequently reported that the device was used during a tonsillectomy and an alternate light source was used in place. There was no patient injury or significant delay in surgery.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11 the device (00mlx mlx 300w xenon lightsource) was returned for evaluation. Failure analysis: evaluation identified that the lamp is dim, and the control board requires replacement. To fix this unit, the control board, lamp, and two fans were replaced. The described failure has been addressed by corrective action request 21003 (car 21003) for issues related to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra would replace components of the mlx lighting units to restore functionality. Root cause analysis: the probable root cause for this is that the specified kilovolt trigger from the power supply unit was less than the minimum required by the lamp.

Event description:
N/a